Event description:
It was reported that the customer experienced vision loss during the planned surgical procedure. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering found that the bulb installed in the system illuminator was the incorrect size, thereby, causing the bulb to overheat and explode. This lead to the loss of vision experienced by the customer. The system was repaired by installing the correct size bulb. As of 1/31/07, there have been no reported recurrences of the issue at this hosp.